Event description:
The customer received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results. The units of measure were not provided. The first patient's initial tpsa result was 0.331 on their modular e named modular 4 (mod4). The initial fpsa result was 1.72 on mod4. The sample was tested for tpsa using an abbott analyzer and the result was 0.509. On (B)(6) 2012, the first patient has another sample tested. The tpsa result was 0.175 on their modular e named modular 8 (mod8). The fpsa result from mod8 was 0.804. On (B)(6) 2012, the second patient, a (B)(6) male, had a tpsa result 0.037 from mod4. The fpsa result from mod4 was 1.70. The tpsa result from an abbott analyzer was 0.147. On (B)(6) 2012, the second patient had a new sample tested. The tpsa result was 0.032 on mod 8. The fpsa result was 1.64 on mod8. The third patient, a (B)(6) male, had two samples drawn, but it was unknown if they were drawn at the same time and it was unknown which tube was used for which set of test results. Clarification has been requested. On (B)(6) 2012, the third patient's tpsa result was 0.417 and the fpsa result was 7.49 from mod8. On (B)(6) 2012, the third patient's tpsa result was 0.385 and the fpsa result was 6.48 from mod8. On (B)(6) 2012, the third patient's tpsa result was 0.387 and the fpsa result was 7.40 from a modular e analyzer named modular 6 (mod6). The patient had a tpsa result from an abbott analyzer with the result of 0.296, however, it is unknown what sample was tested or when the sample was tested. On (B)(6) 2012, the fourth patient had a tpsa result of 0.049 on mod6. The fpsa result was 0.51 from mod8. On (B)(6) 2012, the fourth patient had a tpsa result of 0.038 from mod6. The fpsa result was 0.443 from mod8. It is unknown if the patients were adversely affected by the events. One of the modular e analyzers had a serial number of (B)(4), but it is unknown which analyzer had that serial number. Clarification has been requested.

Manufacturer narrative:
Patient four was a male.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). For medwatch on the free psa reagent, refer to medwatch with patient identifier (B)(6).

Manufacturer narrative:
The customer provided additional information on this event. The units of measure for the fpsa and tpsa were ng/ml. Patient 1, patient 2, and patient 3 were not adversely affected by this event.

Manufacturer narrative:
The customer returned samples for investigation. Patients one and two showed an interfering substance to the tpsa was present. Patient three showed an unknown interference leading to the elevated fpsa results.